Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer, her (B)(6) daughter. The customer is concerned with test results from results obtained of 136, 118, 148, 84, 172, 87, 130, 147 and 156 mg/dl. The customer¿s expected am fasting blood glucose test result range is 116-130 mg/dl, expected pre- lunch fasting blood glucose test result range is 120-140 mg/dl and expected post-dinner fasting blood glucose test result is 163 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting (post dinner) and produced test result of 136 mg/dl; customer was not satisfied with the result obtained. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 11/19/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 23-nov-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.